Manufacturer narrative:
The technician found the latch in the center arm was stuck due to a sticky solution which would not let the latch lock. He replaced the latch spring, retaining e-ring, and clevis pin to repair the bed.

Event description:
Information received indicates the right side siderail is not latching.